Event description:
On (B)(6) 2013, the customer reported the customer sales representative, reported that this lead was capped due to dislodgement. A new lead was implanted. The lead was actively implanted for approximately 7 years, 5 months.

Manufacturer narrative:
The lead was capped;therefore, it will not be returned for analysis implanted. As a result, the allegations against this lead cannot be confirmed. The customer reported a new lead was implanted. Lead dislodgement is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.